Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the usb port of the pump appeared to be loose which caused the customer to intermittently experience difficulty charging the pump battery. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.